Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the cause of the component failure could not be identified. This incident may have been caused by a failure of electrical or electronic components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal did not have an output in the middle of the procedure during a total laparoscopic hysterectomy (tlh), therapeutic procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury and harm.